Event description:
The specific time and device cited in this report is only the latest of several similar events. We are experiencing repeated occurrences of an "internal memory error 20006" with our maquet servo-u ventilators. It has occurred at least nine times in the past six months, twice in each of two machines and three times in another. The manufacturer has described the problem as a "software glitch," and has advised that if the error message does not reappear after the ventilator is cycled off/on, then the ventilator is safe for use. A permanent correction to eliminate the error message is said to be waiting for information or parts from the manufacturer's overseas offices. In our experience, the ventilators have sometimes displayed this error message when started after waiting in standby mode. Our users are concerned in case this might occur when the ventilator is waiting for a critical or emergency patient. In that situation, delay in restarting the ventilator or finding a replacement if needed may have an adverse impact on patient care. Manufacturer response for ventilator, servo-u (per site reporter): manufacturer has acknowledged the intermittent problem and has promised to provide a fix for it.